Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating they she had multiple no delivery alarms. Customer's blood glucose was 420 mg/dl. The customer was offered to troubleshoot stated that she's at work could not do much. Customer is going to call back for further troubleshooting.